Event description:
Customer reported the system is displaying a 4 hour charge required message, and the rotation brake is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rotation brake, and informed customer that the system batteries are ok and need to be charged. System operates as intended.